Event description:
It was reported that the fowler clutch was replaced. No adverse consequence reported.

Manufacturer narrative:
Fowler clutch. The awareness date is currently under investigation for accuracy. In the event the awareness date needs a correction, a follow up MDR will be filed.